Manufacturer narrative:
(B)(4). The device was received with part of the upper jaw broken off from the instrument and upper portion of the I-blade separated. The upper jaw was detached from the instrument, functional testing could not be performed due to the returned condition. It is possible that prior to the upper jaw detaching from the instrument it could have come in contact with the lower electrode shorting the system. This would have caused an error screen on the generator. Because the jaw was not attached to the instrument we could not confirm this. There is insufficient evidence related to what caused the damage; a probable cause of the damage to the jaws/I-blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.

Event description:
It was reported that during a total abdominal hysterectomy procedure, they received the "reposition instrument" on the generator and at the end of the case they found that the device was difficult to open and then the top of the jaw came off outside of the patient. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Date sent: (B)(4) 2012. Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.